Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an MRI a month ago, and the device was turned off. However, it had not been turned back on. The patient stated that about two weeks ago (end of december) they attempted to turn stimulation on, and when they placed the communicator over the implant site (was on), they felt pain. With instruction, the patient connected to the implant, and did not feel any pain when they placed the communicator over the ins site. When they connected, stimulation was already on and set to 3.6 volts. They said they did not recall if the setting was different or not, however when asked, they did not want to make any changes. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to discuss the event with their healthcare provider at a future appointment and ask them to check logs.